Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-13186.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-13186. It was reported during an ipg replacement procedure, system diagnostics revealed high impedances on all contacts for the right extension and two open contacts for the left extension. As a result, the physician elected to replace both extensions which resolved the issue.